Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower 2 and tower 4 of the emergency room pyxis medstation were not opening. The field service engineer (fse) removed the existing four wire latch and harness and replaced them with new latches featuring a soldered two wire connection. Following installation, the station was restarted and administrative mode was accessed during startup. Diagnostic testing was completed successfully. Emergency department staff accessed the towers multiple times without any failures, confirming normal operation. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower 2 & 4 of the emergency room were not opening. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication from the affected cubie that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.